Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system had failed tower door. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed to open. A field service engineer troubleshot the issue with the tower door failing to operate. All wire harness connections to the microswitches were adjusted, and conductive grease was applied to each latch. The system was then tested in hardware test application and functioned properly. The customer was able to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system had failed tower door. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.